Event description:
Pt had an uncomplicated phacoemulsification with posterior chamber lens implantation on 03/11/99. One week post surgery he was found to have excessive myopia in the left eye with a refraction of -4.00 sphere, +2.00 cylinder, axis 105. The pt is uncomfortable with this amount of myopia. The "a-scan" axial length measurement has been reviewed and repeated. The keratometry has been reviewed and completed. There is essentially no significant change in the previous measurements. The doctor suspects that the iol might have been in error from the MFR, but there is no practical way to determine this at this point. He has been re-implanted with a slightly weaker iol in order to improve his refractive situation.